Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving saline via an implantable infusion pump. The indication for use was noted to be non-malignant pain. It was reported that a flipped pump was suspected but not confirmed. The patient stated they felt the pump "move and go horizontal." No patient symptoms were reported. The cause of the pump movement was unknown. Nothing had been done to resolve the issue at the time of the report. The patient's weight was unknown. A refill was going to be attempted under fluoroscopy on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a consumer via manufacturer representative indicated the managing health care provider (hcp) had difficulty refilling the pump under fluoroscopy on (B)(6) 2018 due to flipping. There were no known environmental/external/patient factors that may have led or contributed to the issue. A pocket revision was performed to move the pump medially and re-secure. The issue was considered resolved. The patient status was indicated to be alive with no injury. No further complications were reported/anticipated.